Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4) voluntarily submitted by patient states that they were revised to address pain and elevated chromium and cobalt levels, which caused deterioration of the bone.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-06429. This report, 1818910-2013-11954, will be rejected. 1818910-2012-06429 will be kept for investigation purposes.